Event description:
The caller stated, she had trouble placing air into the cuff, so she cut off the pilot balloon. Then she could not extract cuff because the cuff appeared to remain inflated. The technical specialist speaking with the caller instructed her how to deflate the cuff. The caller removed the tube and reintubated the pt. The tube was discarded.